Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing a lot of pocket pain and was unable to charge the ipg. It was noted that the ipg seemed to be sitting on edge or tilted, and was so tender that any manipulation was painful. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a lot of pocket pain and was unable to charge the ipg. It was noted that the ipg seemed to be sitting on edge or tilted, and was so tender that any manipulation was painful. The patient will undergo a revision procedure.